Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: anal side was resected with (B)(4) purple cartridge. Following the anastomosis, the eea could not be removed after firing, although, the rotating knob was completely turned and the handle was squeezed firmly. The stapler was moved forward and rotated slightly, but could not be removed. While turning the rotating knob, the anvil detached from the stapler. As a result, the bowel had a hole and the anvil could be seen through it. The procedure was converted to laparotomy. The rectum side was cut with tri staple, and a purse-string suture was done on oral side and the remaining part was resected, and finally the anastomosis could be done with a new (B)(4). It was confirmed the anvil of the first eea was separated from surrounding tissue, and it is unclear why the device could not be removed. Anvil with doughnut ring will be returned with the stapler. Circular trace of knife was confirmed on the anvil. There was no bleeding, nothing fell into the patient's cavity. Patient is under observation. Operating time was extended more than 30 minutes.